Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "very thin patients - collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised." The complaint could not be confirmed for collagen outside of the skin since the sample was not returned for evaluation. The IFU indicates that this can happen with thin patient's and provides instructions for how to address this situation. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. Occupation- doctor-consultant interventional radiologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The patient had received an angio-seal the day before. The patient was a slim woman. At the time the device deployed as normal, the black marker was observed, and suture held for over 10 seconds. Hemostasis was obtained. The following day the patient went home; however, she came back to the hospital as the collagen was protruding. There was a hematoma, and the doctor performed an ultrasound and there was no pseudoaneurysm. The doctor was advised to tuck the collagen under the skin and apply a dressing, he managed to do so and the patient went home.